Event description:
A health care professional in a clinic was opening the door of a midmark model m11 steam sterilizer when the roll pin used as a door stop on the unit snapped off and hit her in the eye lid. No injuries or property damage were reported with this event.